Manufacturer narrative:
The device was received for evaluation. The device was found to operate properly during functional testing with a known good battery and ac power adaptor. No power issues observed. A review of the event history log did not observe any symptom or potential cause of the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. The customer battery module was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump randomly restarts on it's own. The event occurred in the cardiology department. There was no patient involvement. No additional information is available.